Manufacturer narrative:
Concomitant: 5076-52 lead implanted: 2007-(B)(6), 694965 lead implanted: 2007-(B)(6).

Event description:
It was reported that the right ventricular (rv) lead exhibited post pace t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.